Event description:
It was reported that intra operative, the handpiece was not working and vibrating, causing blade to wobble. Another handpiece was used to complete the procedure and there was no patient impact.

Manufacturer narrative:
H3: product analysis observed that a handpiece error occurred when connecting the ipc and that the device did not operate and that the lock lever did not move/work. Upon conducting an internal inspection, it was observed that the shaft, gear, motor, housing, etc., were adhered due to dirt or rust, and that parts such as bearings had deteriorated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.